Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with pd catheter removal and hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ although a cause of the peritonitis was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital due to a catheter infection. The patient is on antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to severe abdominal cramping, nausea and vomiting. The patient was admitted to the hospital and diagnosed with peritonitis (not a catheter infection as initially reported). Pd cultures were obtained on that same date. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and ip vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth after 5 days. The white cell count was 23. The patient had the pd catheter removed (date not provided). The patient is completing hemodialysis (hd) until the placement of a new pd catheter. The patient remains hospitalized. The cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient is in the hospital due to a catheter infection. The patient is on antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to severe abdominal cramping, nausea and vomiting. The patient was admitted to the hospital and diagnosed with peritonitis (not a catheter infection as initially reported). Pd cultures were obtained on that same date. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and ip vancomycin (dose, frequency, and duration not provided). The cultures resulted in no growth after 5 days. The white cell count was 23. The patient had the pd catheter removed (date not provided). The patient is completing hemodialysis (hd) until the placement of a new pd catheter. The patient remains hospitalized. The cause of the peritonitis is unknown.